Event description:
The application specialist called stating the customer was receiving questionable lactate dehydrogenase acc. To ifcc ver.2 (ldh) results on their c501 analyzer (c2). The customer provided data for 13 patients, of which 8 had discrepant results. The first patient's initial ldh result was 182 u/l and it was autofiled. The first repeat result was 293 u/l accompanied by a data flag. The second repeat result was 266 u/l. On (B)(6) 2012, the second patient's initial ldh result was 168 u/l. The first repeat result was 262 u/l. The second repeat result from another c501 analyzer, serial number (B)(4) (c3), was 278 u/l accompanied by a data flag. On (B)(6) 2012, the third patient's initial ldh result was 171 u/l. The second repeat result was 212 u/l. The third repeat result from c3 was 224 u/l accompanied by a data flag. On (B)(6) 2012, the fourth patient's initial ldh result was 162 u/l. The sample was auto-repeated and the result was 251 u/l. The second repeat result was 263 u/l. The third repeat result was 308 u/l. The fourth repeat result was 370 u/l. On (B)(6) 2012, the fifth patient's initial ldh result was 181 u/l. The first repeat result was 195 u/l. The second repeat result was 263 u/l. The third repeat result was 270 u/l. The sample was sent to another laboratory for analysis and that result was 283 u/l. On (B)(6) 2012, the sixth patient's initial ldh result from a modular pre analytics device in an aliquot cup was 137 u/l. The first repeat result was 146 u/l. The second repeat result from c3 was 220 u/l. The third repeat result form c2 was 221 u/l accompanied by a data flag. The fourth repeat result from c2 was 540 u/l accompanied by a data flag. An additional result of 213 u/l was also provided. On (B)(6) 2012, the seventh patient's initial ldh result from a modular pre analytics device in an aliquot cup was 167 u/l. The first repeat result was 174 u/l. The third repeat result from c3 was 282 u/l accompanied by a data flag. An additional result of 167 u/l was also provided. On (B)(6) 2012, the eighth patient's initial ldh result was 154 u/l. The first repeat result was 176 u/l. The second repeat result was 329 u/l accompanied by a data flag. The third repeat result was 341 u/l accompanied by a data flag. The fourth repeat result from c3 was 369 u/l accompanied by a data flag. The customer does not know which results are correct. It is unknown which results were reported outside the laboratory. There were no adverse events. The ldh reagent lot number was (B)(4) and the expiration date was 11/30/2012. The field service representative replaced the gear pump head, vacuum diaphragms, the av2 assembly, and rinse mechanism tubing to reduce the likelihood of abnormal high results. It was noted that the customer was sampling from the primary plasma tube which is not the recommended sample handling method outlined in the product labeling.

Manufacturer narrative:
A definitive root cause could not be determined. It was noted after changing the sample preparation, there were no further issues reported. The instrument was working within specification and the patients were not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch for the c501 analyzer with serial number (B)(4), (B)(6).